Manufacturer narrative:
Citation: manuel am et al. The effects of transcatheter aortic valve implantation on cardiac electrical properties. Rev port cardiol. 2020 aug;39(8):431-440. Doi: 10.1016/j.repc.2020.02.011. Epub 2020 aug 6. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), engager (not approved in us market). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the effects of transcatheter aortic valve implantation (tavi) on cardiac electrical properties. All data were retrospectively collected from a single portuguese center between august 2007 and october 2016. The study population included 182 patients (predominantly male, mean age 78 years), 80 of which were implanted with a medtronic evolut r (n=79) or engager (n=1) bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, adverse events included: atrial fibrillation (afib), first-degree atrio-ventricular (av) block, left bundle branch block (lbbb), right bundle branch block (rbbb), left anterior fascicular block, non-specific intraventricular conduction disturbances, permanent pacemaker implant, and the need for valve repositioning. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.